Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer felt that the insulin pump was not delivering insulin accurately. The caller did not have supplies with her at the time of the call. Therefore, troubleshooting was not possible. Nothing further was reported.